Event description:
The customer contacted philips to report that the device powers on correctly but the display is black. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.